Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer¿s international service technician could not duplicate the reported issue although the error code was confirmed in the system log. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "check vent: proximal pressure sensor range error" alarm occurred. There was no patient involvement.